Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent high pacing impedance measurements greater than 2000 ohms with loss of capture. Technical services (ts) discusses extraction versus surgically abandoning the lead. It was noted the device is near elective replacement indicator (eri); therefore, the physician may wait until the device change out procedure to revise the lead. No adverse patient effects were reported.

Event description:
Additional information indicated threshold measurements had increased.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated a revision procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
This report is being submitted as a correction. The alert date in this report was listed as (B)(6), 2011; however, the correct alert date is (B)(6), 2011.